Event description:
It was reported that this competitor right ventricular (rv) lead was placed into the atrial port of the upgrade implantable cardioverter defibrillator system from a pacemaker recently. The physician wanted to use the current septal rv pacing as it had a good qrs complex when pacing. The physician then implanted a new boston scientific rv shock lead into the rv apex and plugged it into the ventricular port. Every time they pace from the atrial port, the competitor defibrillator lead displayed noise when measuring rv impedance. The patient has no underlying rhythm or ectopic. The device was reprogrammed. No adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).